Event description:
The facility reports as the pt was lifted the leg strap became detached. The pt began to slip and was quickly lowered to the ground. The pt's leg catching underneath the pt's resulting in a broken tibia.